Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely for a follow-up. It was observed that the patients right ventricular lead was over-sensing due to lead noise. No intervention was completed or scheduled. The patient was reported stable.